Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, the alarm going off and the device not being able to be used was likely due to a faulty circuit board and the gas leak was likely due to a faulty regulator unit; however, definitive root causes of the issues could not be determined. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit front panel was not working. The issue occurred during preparation for use in an unidentified procedure. There were no reports of patient harm.